Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, adjust belt messages) has been confirmed. Upon investigation the monitor was unable to recognize ecgs. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a adjust belt messages.